Event description:
It was reported that following a left hemicolectomy procedure, the doctor checked an observed that the operating site was dry the patient was discharged to the recovery department. Shortly afterwards, the doctor was informed that his patient's blood pressure had dropped, the patient was returned to surgery immediately and a laparotomy was performed. Apparently the ima was bleeding. The procedure was prolonged by 90 minutes. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information received per sales rep: upon speaking to mr (B)(6) he felt that the device did not seal the vessel as he expected it to. I was not present for the case and attended as soon as I learned that there was a lap case being performed and for the next lap case which was subsequently cancelled." The second(open) procedure lasted 90minutes in total including anaesthesia. The rep (myself) was not present. Surgeon has used enseal three times, as soon as I hear that mr (B)(4) was using the device I attended the hospital, the procedure had been completed when I arrived. I had planned to stay for the second lap procedure to ensure all was well. I was told that the first procedure went well, mr (B)(6) checked all vessels and ligation for bleeding prior to discharging pt from theatre after the lap hemi colectomy - no bleeding present. Approx 30 mins after the procedure, pt's blood pressure plummeted and pt became quite unwell, he was returned to theatre and an open procedure identified the bleeding vessel. The vessel was one of the early ligations in the procedure. The tissue was normal. There was no device warning. No excessive grasp force was used. The patient had not had prior surgery. They have not had similar problems with this model of enseal previously. There is no damage to the gen11 visible. A transfusion was required, 6 units given. Blood loss was controlled by proceeding to open laparotomy and ligation of the vessel. The vessel was 3-5 mm in size. Patient is a (B)(6) male . Patient is recovering well. I also asked the surgeon whether the patient was taking anti coagulants and his response was " no"